Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update jun 08, 2017: legal medical records received. After review of medical records, it also stated that the patient was revised to address adverse local tissue reaction. During revision, corrosive changes around the trunnion of the femoral component was noted without any pitting of the metal. This complaint was updated on: jun 16, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint litigation papers allege patient suffered severe pain and discomfort, clickiing, and grinding, which negatively affected his ability to walk, move and sleep and elevated metal levels in the blood. Update may 03, 2017: legal medical records received. After review of medical records for MDR reportability it was reported that the patient had a revision on (B)(6) 2016 due to pain. On the revision notes, a small amount of heterotopic ossification throughout the periacetabular region. Added stem and sleeve for the alleged elevated metal ions. Added the PMA/510k numbers for the cup and femoral head. There are no laboratory values provided. This complaint was updated on: may 18, 2017. Update may 09, 2017: legal medical records received. After review of medical records, there is no new information added that changes the existing MDR decision. This complaint was updated on: may 18, 2017.